Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent primary breast augmentation with unspecified mentor gel breast implants and experienced rupture and infection on the left side postoperatively. As a result, the patient underwent device removal and replacement with 600cc mentor memorygel breast implants, catalog number 3506001bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.

Manufacturer narrative:
Additional information: after clinical review of this file performed on (B)(6) 2021, it was decided to add clinical code swollen lymph nodes (e0308) to more accurately capture the reported event. Manufacturer's reference number: (B)(4).